Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined by the customer for high blood glucose level. Customer went to doctor and found insulin dripped out of the pump. Customer stated that fluid found in reservoir compartment and o ring was in place. Self test was pass. Device will be returned for analysis.